Event description:
The device was used during an unknown procedure. Two rows of staples were missing. A new device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that there were formed staples present throughout the proximal and distal portion of the cartridge. The staples were examined and were found to be conforming. The instrument was fired with a reload cartridge. It fired and formed all the staples as designed with no difficulties noted. Therefore, it could not be ascertained as to why the cartridge was reportedly missing staples. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.